Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 577 mg/dl. The cause of the high bg was unknown. A bolus was delivered and the infusion set was changed to address bg level. Reportedly, the customer reverted to manual injections for continued insulin therapy.